Event description:
It was reported to covidien that the display is bad. The failure of the display is a segment failure, cannot read everything. There was no patient harm reported.

Manufacturer narrative:
In conclusion, the customer was provided a quote for the repair of the unit. The customer requested to scrap the unit and a new n-65 unit was purchased.